Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Event description:
It was reported that this right ventricular lead exhibited oversensing. The physician elected to surgically intervene at which time insulation damage was incurred and the chronic lead explanted and replaced. The explanted lead is intended to be returned for analysis and replacement was reported in absence of adverse effects however did require the patient to stay in the ICU for approximately one week.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a completed lead with outer insulation cuts at approximately 7 and 21 cm from the terminal pin which, aligned with the inducted insulation damage reported by the field during the procedure. Engineers were unable to confirm appropriate set screw marks due additional scuffed markings on the terminal pin area, likely induced with an explant tool. The oversensing allegation was not confirmed based on normal lead resistance measurements obtained during analysis, indicating all conductors were intact.

Event description:
It was reported that this right ventricular lead exhibited oversensing. The physician elected to surgically intervene at which time insulation damage was incurred and the chronic lead explanted and replaced. The explanted lead was returned for analysis and replacement was reported in absence of adverse effects however did require the patient to stay in the ICU for approximately one week.